Manufacturer narrative:
For the investigation the logfile was anaylsed. It was found that the device performed a restart as a consequence of a detected internal deviation. The logged errors could be caused by a deviation of the pcb ccb-ii, the power supply or the internal battery. The device was repaired by replacing the pcb ccb-ii and the internal battery. A deviation within the electronic system will cause a software-controlled restart (reset) of the whole electronic system. The pneumatic system opens which reduces airway pressure to ambient pressure and spontaneous breathing is possible for the patient. This system-reset is combined with an audible and visible alarm of high priority. If the deviation is corrected by this reset (reversible) savina will continue ventilation with last settings after not later than 12 sec. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please see initial report.

Manufacturer narrative:
The investigation was started. The results will be provided in a follow-up report.

Event description:
It was reported that during use on patient, the device suddenly shut down. No injury reported.